Event description:
Rptr began having systemic allergic reactions on 2 visits to dentist. They thought it was xylocaine reaction. Got worse on visit 3 becoming anaphylactic shock. Rptr had to have a surgical procedure in 3/94. A consult with allergist confirmed latex allergy, there were major precautions on part of surgeon, hosp and anesthesiologist with mega doses of steroid therapy before and after surgery. Rptr wonders what will happen if there is an emergency and she is not able to tell someone first. This has meant major job changes and alterations in procedure for rptr.